Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, when a 840 ventilator was powered on, it failed the breath delivery power on self test (post). The ventilator was not in use on a patient at the time the event occurred.